Event description:
Customer reported that the panorama central station with telepack did not alarm for ventricular tachycardia. No patient injury was reported.

Manufacturer narrative:
According to documentation provided by customer, the monitor correctly identified the beats as ventricular and "run" alarm was initiated. A missed ventricular tachycardia alarm could not be confirmed due to the limits of the documentation provided by the customer.